Manufacturer narrative:
The delivery device will not be returned and the stent remained in the pt. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined. The cause of the difficulties stated in the complaint could not be determined.

Event description:
Same case MDR #6000093-2007-00360, 00362, 00363, 00364. It was reported by the pt's spouse that post a coronary drug eluting stenting treatment procedure, the stents occluded and the pt required "bypass" surgery. The caller stated that "4 of the 5" taxus express2 stents "failed within the first 6 months of when they were placed". The caller defined failed as "occluded with the appearance of being encapsulated". The pt had bypass surgery to bypass the stents. The caller also reported that the pt has "mental problems" since the stents were placed. This was further described as depression and does not "tolerate any medications since the stents were placed". Add'l info per procedure notes from the physician's office was received. The initial procedure treated a lesion located at a bifurcation of the left anterior descending (lad) artery and the diagonal. The lad had 90% eccentric stenosis, heavy calcification with somewhat of a "corkscrew appearance". The diagonal had a 60% eccentric stenosis at the origin and then bifurcated distally. Vascular access was through the right femoral artery. The lesion was predilated using a 2.0 x 15mm maverick balloon inflated three times to 8 atm. Stenting was done using a "bifurcation crush technique". A 2.75 x 24mm taxus express2 drug eluting stent was placed in the origin of the lad and diagonal. This was dilated to 9 atm for 30 seconds and again to 14atm for 30 seconds. Then a 2.75 x 28mm taxus express2 stent was advanced, but would not cross into the lad. The stent delivery system was pulled out and the lesion was dilated again with the same maverick balloon to 12 atm. The same 2.75 x 28mm taxus express2 stent was reinserted, crossing into the distal vessel and was deployed at 9 atm for 30 seconds just past the diagonal origin and post dilated to 18 atm for 30 seconds. A 3.0 x 16mm taxus express2 stent was then placed into the origin of the lad and deployed at 9 atm for 30 seconds and post dilated to 16 atm for 30 seconds. Then the physician used a 1.5mm maverick balloon into the lad and inflated the balloon twice. Then a 3.5mm maverick balloon and a "nc" balloon placed in the proximal lad were inflated to 12 atm for 30 seconds. The procedure was completed. There was no pt complications. There was successful angioplasty and stenting of the lad and diagonal with "minimal residual stenosis, excellent flow and no dissection". The pt received integrilin and angiomax throughout the procedure. The pt "will follow up in two weeks to have the right coronary artery (rca) and the circumflex (cx) vessels electively stented". Two weeks later, the pt returned for the staged intervention to the rca. The rca had a 90% eccentric stenosis with heavy calcification with "lucency, and this was a critical lesion". There was further heavy calcification and a 70% stenosis just short of the crux, and then the vessel had a tubular 30% stenosis at the crux, normalizing half way to posterior descending as a 3mm vessel". Through the right femoral artery, a 2.5mm maverick balloon was placed in the mid rca and dilated three times to 12 atm. A 3.0 x 32mm taxus express2 stent was advanced to the rca, but would not cross all the calcified plaque. This was removed and a 2.5 x 6mm cutting balloon was inserted and multiple cuts were done "up and down" the rca. The taxus would still not cross, so the sheath and the guide catheter were exchanged from a size 6 french to 7 french. Then the physician was able to pass the 3.0 x 32mm taxus express2 stent with "great difficulty, but finally down to the crux" where the physician intended to place it. The stent was deployed at 12 atm for 30 seconds and then two more inflations at 18 atm because the "proximal stent did not want to open very well because of severe heavy calcification". Then a 3.0 x 16mm taxus express2 was placed "again with considerable difficulty until it finally overlapped with the first stent", and was deployed at 12 atm for 30 seconds and post dilated twice to 18 atm for 30 seconds. A 3.25 mm nc quantum balloon was placed into the rca, "to the origin of the first stent and through the whole second stent", and dilated twice to 16 atm for 30 seconds. Then attention was directed to the circumflex (cx), but the physician was not able to engage the artery with the guide catheter (non bsc). It was decided at that point to stop further attempts on the cx and to come back at a later date. "Angioplasty was successful in opening the rca to a 0% residual stenosis with excellent flow and no dissection". There were no pt complications. The pt received angiomax during the procedure. One year later, the pt returned with "progressive symptoms". Angiogram showed 95% restenosis in the distal portion of the stent in the mid rca and 50% proximal stenosis and what "appears to be an aneurismal dilation" in the proximal lad. Also in the lad, the "previously stented sites appear diffusely renarrowed, and in the lad after the first diagonal, there is about a 50% to 60% stenosis". At this point, the physician chose to have a cardiovascular surgery consultation. A coronary artery bypass graft (CABG) times, three vessels was performed. At the ten day post CABG physician follow up visit, the pt was doing "quite well".